Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had connection issues with his charger and antenna. Troubleshooting or replacement of the devices did not resolve the issue. The patient's programmer also reflected a communication error and the patient was also without stimulation. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored and the issue is resolved.